Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-sep-2018 with the following findings: the battery compartment and cap were undamaged and able to fit securely to the pump. The pump had a crack in the pump casing. There was evidence of moisture corrosion observed inside the pump through the display screen. The pump was unable to power on due to the moisture corrosion. When the pump's cover was removed, further moisture corrosion was observed on the internal components of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Correction: in addition to the initial allegation of a blank display screen. The reporter also alleged that the pump was unable to fully power on. The reporter stated that the pump was continually making the startup noises when the battery was inserted.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that there was a blank display screen issue. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no allegation of an adverse event associated with this complaint.